Event description:
Follow-up identified surgical intervention was undertaken to explant and replace the ipg and leads. The leads were reported under reference MFR. Report: 1627487-2014-20112.

Event description:
It was reported that patient has been experiencing difficulty charging the ipg as it is located too deep in the pocket. As a result, surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.